Event description:
The hcp reported that the pump was explanted after an implant duration of 72 months. The patient was receiving "no benefit from therapy". No symptoms were reported due to the "malfunctioning pump" the "pump would have more drug in reservoir than should be". The family opted to have the pump explanted. The patient was receiving compounded baclofen. The pump was returned to the manufacturer for analysis.